Manufacturer narrative:
The customer followed up with tandem regarding the issue. Due to ongoing occlusions, the pump was replaced.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and continued to use the pump for insulin therapy. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is off label insulin use.

Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is off label insulin use.